Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 3.5x16mm veriflex mr stent was inserted into a non-bsc guide catheter and the physician encountered significant resistance advancing the device. Upon removal a lifted stent strut was noted. The procedure was completed a different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device identified that the stent was pulled distally on the balloon resulting in the proximal edge of the stent being positioned approximately 3mm distal to the distal edge of the proximal markerband. The mid section of the stent was bunched. There was no evidence to suggest that any positive pressure was applied to the balloon. No issues were noted with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 3.5x16mm veriflex mr stent was inserted into a non-bsc guide catheter and the physician encountered significant resistance advancing the device. Upon removal a lifted stent strut was noted. The procedure was completed a different device. No patient complications were reported and patient status is good.